Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 328 mg/dl and 1.6 mmol/l ketone level resulting in a hospitalization. At the time of the event, the customer had dropped the pump resulting in the pump screen turning black. The customer was treated with intravenous saline and insulin. The customer was released from the hospital the same day with the issue resolved and no permanent damage.